Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was suspected to have had loss of capture (loc) for its left ventricular (lv) lead. Technical services (ts) was consulted and reviewed stored episodes. Ts advised for further in clinic examination. This lv lead remains in service. No adverse patient effects were reported. The device has been explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was suspected to have had loss of capture (loc) for its left ventricular (lv) lead. Technical services (ts) was consulted and reviewed stored episodes. Ts advised for further in clinic examination. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was suspected to have had loss of capture (loc) for its left ventricular (lv) lead. Technical services (ts) was consulted and reviewed stored episodes. Ts advised for further in clinic examination. This lv lead remains in service. No adverse patient effects were reported. The device has been explanted. A new device was implanted. No additional adverse patient effects were reported. At a later date, the patient was examined and it was determined the loc was due to inadequate programming. The crt-p was reprogrammed to ensure capture. This device remains in service. No adverse patient effects were reported.